Event description:
Patient had a thyroidectomy underway. The patient was intubated with a nim endotracheal (6.0) tube. Suddenly the dr noted high inspiration pressure waves on the monitor. The surgery was stopped, and the patient was re-intubated with a regular endotracheal tube (size 7.0). The patient was well ventilated. Oxygen saturation and vitals remained stable. The operation resumed, and the nim endotracheal tube was sequestered.anesthesiologist noted sudden increase in peak inspiratory pressure (pip), decreased compliance, a collapsed endotracheal tube, and no external pressure, kinks, or clogs.